Event description:
Complainant alleged that the clinicians were defibrillating a pt, who arrived in the facility's ER in cardiac arrest. The pt had been shocked several times, with the device paddles. The clinicians then changed to stat pads multi-function electrodes. Upon the delivery of the first shock to the pt, the pads arced. The clinicians then administered a second shock to the pt. Upon the delivery of the second shock, the pads arced again. The clinicians then continued pt defibrillation with the device paddles, without further incident. The complainant indicated that subsequent to the pads being applied to the pt, pt CPR was performed, and was continued throughout pt treatment. The pt expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction as the "pt arrived dead - stayed dead". Please reference the attached copy of the stat pads multi-function electrode package insert, which warns the user: "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns." "Always apply electrodes to flat areas of skin. If possible, avoid folds of skin such as those underneath the breast or those visible on obese individuals."